Manufacturer narrative:
The device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent a laparoscopic procedure with a reprocessed harmonic scalpels/shears and the tissue pad broke off inside of the patient. The pad was found and removed from the patient. There was no patient consequence.